Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 600 mg/dl and a large ketone level identified as dangerous, nausea, and vomiting. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved.